Manufacturer narrative:
The explanted devices was not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Correction to initial MDR in describe event or problem and evaluation codes.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.